Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing both high and low blood glucose. The customer¿s blood glucose during the incident was 45 mg/dl. They treated the low blood glucose with soda and food. The customer¿s current blood glucose was 383 mg/dl. Troubleshooting was performed. The insulin pump¿s programming was accurate. The customer did not report any malfunction on the device. The device will not be returned for analysis.